Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump screen does not display as it should. The customer's blood glucose level was unknown. The customer states the pump has been overheating and the lcd is not normal. Troubleshoot was conducted. The device was found to have passed testing but the customer declined further troubleshoots and requested the pump be replaced. The customer was advised the pump would be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current tests were normal. No display anomaly was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. No moisture damage inside the pump was noted.